Manufacturer narrative:
The user facility has been contacted via phone and in writing to obtain additional information regarding the report, but has provided only limited information to date. Olympus was informed that the subject device was forwarded to an independent testing laboratory for evaluation, and has not been informed regarding the results of any evaluation for the device. As the specific device involved in the report was not identified, no review of the instrument history can be performed. If additional significant information becomes available later, this report would be updated. Based upon the limited information available, this event appears to be related to inadequate reprocessing. This report is being submitted as a medical device report (MDR) in an abundance of caution.

Event description:
Olympus was informed that the user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a stent was dislodged from the instrument channel into the patient as the user was attempting to advance a new stent. The dislodged stent was retrieved from the patient and no patient injury has been reported to date. The user facility performed an investigation and reported that the stent was retained in the endoscope channel from an earlier procedure where a total of three stents were intended to be deployed in the patient. The initial procedure was said to have been followed by a diagnostic procedure where no stents were deployed, followed by the third procedure where a stent reportedly fell into the patient. The healthcare facility reportedly evaluated their reprocessing procedures and notified the patients of the event. The status of the patients is not known.